Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high accutni results, generated by the unicel dxi 800 access immunoassay sys for two pts. Customer tested a sample for accutni and obtained a result of 0.695ng/ml. Upon repeat, this sample gave results of 0.398ng/ml and 0.243ng/ml. This sample when tested on a different instrument gave results in the range of 0.08 - 0.96ng/ml. A sample from another pt was tested and gave a result of 0.121ng/ml. Results of 0.043 and 0.051ng/ml were obtained upon repeat. When tested on a different instrument, this sample gave results of 0.03, 0.04 and 0.03ng/ml. Erroneous results were reported outside of the lab. There was no report of death, injury or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
The results in question were believed to be obtained from plasma samples. Samples are collected from various sites for which collection specifics are not known. Details of centrifugation, storage and handling between initial and repeat testing, have not been supplied to date. The customer performed a sys check following the event and results met specifications. Sys check data was not supplied. Qc has remained in range prior to the event. A field svc engineer (fse) was on-site in early 2008: the fse performed preventive maintenance (pm). The fse verified the instrument per established procedures. All tests met performance specifications. Pre-analytical factors may have contributed to this event, however, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.